Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 400 mg/dl. The customer was treated with fast acting insulin and fluids. Customer report customer did not alleging insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the leak on the reservoir and customer did smell insulin occasionally. The customer stated that cracked on the retainer ring. Customer stated that reservoir able to lock in place when inserted into insulin pump. The insulin pump will be and reservoir will not be returned for analysis.